Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that on monday night they had a strange occurrence with their device. Patient stated they got a sharp, stabbing pain where one of the leads was that took their breath away and it wouldn't go away. Patient said the only thing they could think of at the time was to turn off their device which resolved the pain. Patient turned therapy back on the next morning with no adverse effects but noticed that the program was at a lower setting than when they had it set on the day of surgery. The patient was redirected to their healthcare provider (hcp) to further address the issue. They mentioned they're scheduled to see them tomorrow. Patient reported: painful stimulation symptoms reported: sharp, stabbing pain where one of the leads was.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2xftc serial# implanted: (B)(6) 2024 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6) , ubd: 11-sep-2025, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient stated that the cause of the painful stimulation at the lead location was determined. The most likely cause of the event was due to the lead shifted. When asked about the steps taken to resolve the issue, the patient stated that the second surgery was performed to replace the lead with longer lead and tied down in key location. This was performed on (B)(6) 2024. The issue was not yet resolved. When asked about the cause of the setting changed unexpectedly to a lower setting, the patient confirmed that this did not occur. No further action will be taken to resolve the issue.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# serial#(B)(6) , implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2xftc implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.